Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in the black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During investigation, a white smudge was observed behind the display screen.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump's display was faded and difficult to view. The patient indicated that he noticed the issue about 2 weeks prior to having a diabetic evaluation on (B)(6) 2011. The patient described the pump's display as being foggy and not clear. Due to the alleged meter issue, the patient claimed that he had elevated and low blood glucose (bg) events. The patient indicated that he might not have bolused correctly during the time of concern. On the morning of (B)(6) 2011, the patient indicated that he had a low bg of "36 mg/dl" while sleeping. He mentioned that he was soaking wet, shaking, and was passed out. The patient was reportedly treated by his wife with 2 glucagon injections. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he suffered a hypoglycemic event suggestive of a serious injury. However, the patient's injury can be attributed to possible use-error since the patient continued to use the pump after becoming aware of the display issue. The alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.